Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000165 ; product ID: bi71000112. H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned cmos battery and computer. No faults or failures were found. The battery passed visual inspection and passed bench testing. The computer was installed in a test system and the system functioned normally. Imaging functioned normally. H6: b01, c19 and d15 apply to the system checkout. B01, c19 and d14 apply to the concomitant products. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when a second 3d image was performed using the foot switch, imaging did not start. The device was rebooted and was restored, and imaging was possible. There was a delay of about 10 minutes and no impact on patient outcome.